Event description:
The complainant reported a (B)(6) male patient presenting with post cardiotomy cardiogenic shock for impella support. During support, the patient developed an access site bleed that prompted 2 units of blood products delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.